Manufacturer narrative:
(B)(4). The customer reported the device fails to pace intermittently. There was no patient involvement. The call center advised the customer on evaluation and repair. The issue was isolated to the therapy port. The customer ordered and replaced the therapy port to resolve the issue. The device passed all testing and was returned to service.

Event description:
The customer reported the device fails to pace intermittently. There was no patient involvement.